Event description:
The patient was undergoing a coil embolization procedure using ruby coils. Upon opening a ruby coil, it touched the unsterile field and the ruby coil was not used.

Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital discarded the device.